Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found the primary failure of missing grip pin to be related to the customer reported complaint. Grip pins on the distal end is visibly missing. The missing pin was not returned with the instrument. The size of the missing pin is 5.31 mm x 2.05 mm. This causes the jaws to move uncontrollably. The complaint was confirmed by failure analysis. The probable root cause is attributed to the manufacturing process. This pin can become dislodged and sticking out due to improper swaging.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the prograsp forceps instrument had the pin between the jaws of the instrument missing allowing the jaws to completely fall apart. The procedure was completed with no reported injury.